Event description:
The customer observed error code 1113 (invalid test results, read value) twice while running one patient sample using the axsym digoxin iii assay. There was no impact to the patient's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.